Manufacturer narrative:
G4: this part is not approved for use in the us, however a like device with part# 54840007540, 510k# k091974 and upn 00613994589309 is approved for market in the us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a screw having posterior lumbar fixation therapy. It was reported that a new screw was unpacked/opened and it was tried to attach to the screwdriver, but the screw head could not be turned and it could not be attached to the driver. There was no patient involvement reported. There were no further complications reported regarding the event.